Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood and were observed. There were no visual defects observed. The device was evaluated for electrical function. A pre-cautery test was performed with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test. The device produced visible steam and heat during five (5) 10-second activations and shut off when the toggle was released. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the investigation, and the returned condition of the device, the reported failure "intermittent continuity" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro kept shutting on and off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro kept shutting on and off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.